Manufacturer narrative:
Based on the claim against the product by the customer noting will not clip properly, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found the primary failure of failed clip test to be related to the customer reported complaint. The clip applier instrument failed the clip test due to misapplication of the clip. The instrument applied the clip but did not release the clip properly. The root cause attributed to bent grip. Additional observation(s) not reported by site: the medium-large clip applier instrument was found to have a bent grip and the tip does not align with the other grip. As a result of the bent grip, instrument failed clip test. Common causes of the failure mode bent instrument grips -tips are typically attributed to mishandling/ misuse. Bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. This complaint is reportable malfunction event due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the medium-large clip applier instrument will not clip properly. The procedure was completed with no reported injury.